Event description:
It was reported the patient had an ulcer that was open near the tunneling track of the leads and extensions. The reporter stated the patient¿s ulcer grew larger and eventually exposed the leads external to the patient. It was noted that the patient¿s healthcare professional explanted all of the devices except the implantable neurostimulator (ins). It was further noted the patient¿s hcp would implant new leads later. It was noted the patient had drainage, incisional wound opening, and infection at the lead location. It was further noted that cultures were taken from the lumbar region. It was noted that antibiotic treatment was necessary. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient¿s leads were replaced. It was noted the patient recovered without issue and was doing very well with their stimulation. It was further noted the patient was receiving good therapy.

Manufacturer narrative:
Concomitant products: product ID 3487a-33, lot # j0417597v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7434, serial # (B)(4), product type programmer, patient; product ID 3487a, lot # l73641, implanted: (B)(6) 1999, explanted: (B)(6) 2013, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they had so much scar tissue at implant and after implant they got a cyst that got infected and broke open. When the leads were explanted they found that the infection had attached itself to the leads. The infection kept reoccurring during 2013 and some in 2014. The patient was indicated for non-malignant pain and failed back surgery syndrome.